Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced a high cgm reading and called an ambulance. It was not known how long the cgm reading was already reading high before the ambulance was called. According to the available information, the patient was not experiencing any symptoms at that moment and had also not attempted to self-treat. When a fingerstick was taken the blood glucose reading was 1000 mg/dl, but it is not confirmed what the cgm reading was at that moment as ¿the patient was not able to bring the display device to the hospital¿. Then patient was treated with intravenous fluids but the patient refuse to provide more information regarding this and was not willing to answer and other questions regarding the event. It was not known how much time the patient spent and the hospital and if the patient recovered from the event. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.